Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-14423, and 1627487-2022-02867. It was reported that the patient was unable to get an MRI due to impedance issues. As a result, the patient underwent surgical intervention during which the system was explanted with no complications.